Event description:
It was reported, the pt suddenly lost stimulation therapy. The ipg is unable to communicate with external devices. An sjm representative confirmed the ipg is depleted. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.